Manufacturer narrative:
Date of event was approximated with the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the patient died post procedure. The target lesion was located in the superficial femoral artery and popliteal artery. An angiojet thrombectomy catheter was selected for use. The procedure went well and was completed with the device. However, the patient had hemolysis and subsequently died after the procedure.